Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6) 2011 alleging high readings on his one touch ultra 2 meter. The patient mentioned that on (B)(6) 2011 at 6:45pm he tested his blood glucose and obtained an 82 mg/dl on his meter. He then injected 34 units novo rapid based on a sliding scale and ate 3 slices of bread (75 g bread) and sausage. Approximately three hours later, he went to the bathroom and ended up falling down. His wife contacted the ambulance and when they arrived they tested his blood glucose on their meter and obtained a 40 mg/dl. He received treatment by the paramedics; however they type of treatment he received was not provided. After treatment, he tested on his ultra 2 meter and obtained a 167 mg / dl and his reading on the paramedic's meter was 90 mg / dl. Time difference between the 2 readings was less than 30 min from one another. A quality control test was not done since the patient did not have any control solution. The test strips were in good condition and not expired. The test strip was not expired and was in good condition. The technique of applying blood on the test strip was correct. The products were replaced and were requested back. The complaint is being reported since the patient alleged that due to the alleged reading he had taken insulin based on the meter result, later fell down and had to receive treatment by the paramedics for a blood glucose of 40 mg/dl on their meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.